Event description:
It was reported that the patient' presented for an in-clinic check. During the check, the patient's implantable cardioverter defibrillator exhibited over-sensing during a capacitor maintenance test due to signals from the test being over-sensed. The patient was asymptomatic as a result. No programming changes were made.

Manufacturer narrative:
Correction - h6.